Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap gastric bypass. According to the reporter: chief resident was firing stapler (4 or 5 staple firing in the case by this resident) in enterotomies of jj. Upon squeezing the third and fourth time of this single firing, the knife blade stopped moving/staples stopped deploying. Squeezing the handle did not have any resistance and did not have any effect on the reload - air squeeze. After the surgeon retracted the black knobs and inspected the staple line it seemed there were malformed staples (almost completely unformed at the distal end of the staple line). There was no previous handle crack or complications previous to firing. The exact handle was used in other firings after this incident without an issue. The surgeon removed the 5-6cm of tissue that had the misfire. The patient now has reported in excess of 500cc. The case was extended by more than 30 minutes. No reinforcement material used.